Event description:
Procedure: anterior resection. According to the reporter, after firing the surgeon turned the wingnut and tried to remove the device, but it was difficult to remove. The tissue seemed to be caught between the anvil and the stapler, and the anastomosed part was torn. The procedure was converted into open and the torn part was sutured manually. There was tissue damage and unanticipated tissue loss.

Manufacturer narrative:
(B)(4).